Event description:
It was reported that cartridge alarm 20 occurred and that caller experienced cartridge alarms with consecutive cartridges, not during the loading process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged pump replacement under warranty, confirmed shipping address, provided storage mode instructions, explained that customer would need to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days.